Event description:
The customer stated they were receiving questionable glucose results on their modular analytics d module (serial number (B)(4)). The customer provided data for 19 patients, 17 of which were discrepant and reported outside the laboratory. On (B)(6) 2011, the customer received a call from their client questioning the validity of the glucose results. The customer then repeated the questioned glucose results using a different d module. All results reported in mg/dl. The first patient's initial result was 187 accompanied by a data flag. The repeat result was 94. The second patient's initial result was 161 accompanied by a data flag. The repeat result was 80. The third patient's initial result was 183 accompanied by a data flag. The repeat result was 101 accompanied by a data flag. The fourth patient's initial result was 243 accompanied by a data flag. The repeat result was 105 accompanied by a data flag. The fifth patient's initial result was 172 accompanied by a data flag. The repeat result was 87. The sixth patient's initial result was 210 accompanied by a data flag. The repeat result was 105 accompanied by a data flag. The seventh patient's initial result was 198 accompanied by a data flag. The repeat result was 112 accompanied by a data flag. The eighth patient's initial result was 199 accompanied by a data flag. The repeat result was 91. The ninth patient's initial result was 187 accompanied by a data flag. The repeat result was 83. The tenth patient's initial result was 175 accompanied by a data flag. The repeat result was 81. The eleventh patient's initial result was 210 accompanied by a data flag. The repeat result was 114 accompanied by a data flag. The twelfth patient's initial result was 174 accompanied by a data flag. The repeat result was 89. The thirteenth patient's initial result was 272 accompanied by a data flag. The repeat result was 151 accompanied by a data flag. The fourteenth patient's initial result was 163 accompanied by a data flag. The repeat result was 73. The fifteenth patient's initial result was 196 accompanied by a data flag. The repeat result was 110 accompanied by a data flag. The sixteenth patient's initial result was 265 accompanied by a data flag. The repeat result was 182 accompanied by a data flag. The seventeenth patient's initial result was 216 accompanied by a data flag. The repeat result was 133 accompanied by a data flag. There were no allegations of any adverse affects to the patients as a result of this event. The field service representative determined the cause of the event to be a contaminated common line on the reagent flow path. He decontaminated the common line and performed corrective maintenance. Calibration, quality control and a precision test were performed within specifications.